Manufacturer narrative:
The customer confirmed that there were no incorrect results reported outside of the laboratory.

Manufacturer narrative:
Investigations determined the customer performed deletion of data from the data review screen and then immediately turned off the front switch of the panel pc, which caused the instrument to move to sleep mode. While the system was moving to sleep mode, the main switch of the instrument was turned off. This shut down the entire instrument while a database file was being updated. Since the file was not completely deleted when the instrument was used on (B)(6)-2020, a sequence number of "1" was allocated to the 11044200038 (ordered on (B)(6)-2020), which was the same sequence number associated with 10022600038 (measured on (B)(6)-2020). Because of this, the sample information that was displayed was from 10022600038. The investigation determined the instrument was not shut down properly. The main switch of the instrument should not be turned off when the instrument is moving to sleep mode. Product labeling outlines the correct shut down procedure of the instrument.

Manufacturer narrative:
The field service engineer determined the issue was resolved after the customer cycled power to the instrument. When the engineer checked the instrument, it was observed that a host communication error occurred and the sample identifier was displayed on the measurement result screen. The result of the previous sample was displayed, but the measurement status remained "0" and was not transmitted to the host. This event occurred in (B)(6).

Event description:
The initial reporter stated there was an issue with the software of the cobas e 411 immunoassay analyzer. The reporter stated they ordered procalcitonin testing for one patient sample identified as (B)(6) and when sample measurement started, the analyzer generated an alarm indicating a host connection error occurred. The sample was not dispensed and there was no measurement operation. The e411 system displayed a probnp measurement result of 115.3 pg/ml for the sample, even though the customer ordered the measurement of procalcitonin. The customer determined the probnp value of 115.3 pg/ml was the result of a different sample that was measured on (B)(6) 2020, with an identifier of (B)(6).